Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion were moderately tortuous and severely calcified. A 3.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure. It was further reported that the anatomical lesion was located in superficial femoral artery.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion were moderately tortuous and severely calcified. A 3.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).